Event description:
It is reported that the pt is experiencing extreme osteolysis behind the femoral and tibial components.

Manufacturer narrative:
This report will be amended when our investigation is complete.